Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant, the right ventricular lead was placed and initially tested "okay." However, when the lead was tested before closing up the patient the lead was unable to capture at high outputs and repositioning did not solve the problem. The lead was removed and replaced. There were no patient complications reported as a result of this event.